Event description:
During a bowel resection for perforations the staple cutter was used. It did not fire all the staples and when the cutter was activated the bowel was open not stapled and bowel contents spilled into the abdomen. This pt's abdomen was already contaminated with bowel. Contents from the pre-existing perforations.